Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the ipg which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reports her ipg will not communicate with the external devices. The patient reports she last recharged her ipg three days ago and stopped receiving stimulation two days ago. The sjm representative confirmed the ipg is inoperable. Surgical intervention may be pending to address this issue.